Event description:
It was reported that the left ventricular (lv) lead was programmed off in 2018 due to phrenic nerve stimulation. The lv lead was explanted and replaced during a routine generator change. The patient was stable.